Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's blood glucose was within the normal range this morning but began rising in the afternoon, reaching 350 mg/dl, and upon checking the infusion site, leakage was observed and the unit was removed. Per reporter, emergency services were not required. The infusion site was replaced to address this issue.